Event description:
Heartmate 3 presented for urgent admission to ICU for ventricular tachycardia (vt) and defibrillator fires. Patient was delivered to our ed via life flight from outside hospital. Patient was altered, short of breath (sob), and not speaking on arrival. Per flight team, the patient called emergency medical services (ems) approx 3 hours prior because his implantable cardioverter-defibrillator (ICD) was firing. Ems brought him to a rendezvous ed where the flight crew picked him up and flew to the left ventricular assist device (lvad) hospital. Pt was initially awake and talking, but became short of breath en route and developed decreased mentation. The flight crew noted a total of 6 shocks by his ICD en route. They believe he was in vt on their monitor prior but never changed rhythm afterward. On arrival the patient has significantly labored breathing and was unresponsive to voice or pain. Extremities were mottled and cold. Brain CT shortly after arrival revealed large intracranial bleed with midline shift in the setting of international normalized ratio (inr) 3.1 and aspirin 325 mg daily.